Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
This report is filed september 26, 2014.

Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2014, and the patient was reimplanted with a new device during the same surgery. The device has not been made available for analysis as of the date of this report. This report is filed july 21, 2014. The device is currently unavailable.

Event description:
Per the clinic, the patient experienced non auditory pain/sensation with and without device use due to migration of the receiver stimulator. The implanted device remains.